Event description:
It is reported that the device was implanted in 2007. Revision surgery occurred in 2008, due to dislocation.

Manufacturer narrative:
Eval summary: it is not clear from the per whether the x-ray provided was taken immediately after surgery or during one of the doctor office visits. It is not clear whether locking of the retaining ring occurred during the surgery or not. No info is provided regarding the pt's activity level and other medical condition (if any). However, the dislocation may occur due to the improper positioning of the implant components, muscle or fibrous tissue laxity, bony impingement at extremes of motion, high activity level of the pt, etc. No definitive cause analysis can be performed with certainty. Eval the constraining rings shows gouging damage around the rim edge. Device history records indicate device manufactured to specification.